Manufacturer narrative:
X-ray review result: pre-op and post-op x-rays for t2-l1 scoliosis correction provided. In the post-op x-ray there is good correction of the thoracic deformity but the inferior most set screw had came out, likely as a result of stopping the construct at the apex of the thoraco lumbar transition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion, correction and derotation surgery due to deformity - double curve at t2-l1. Post-op, the implanted rod popped out. Due to this the patient was suffering from back pain in the lumbar spine. "Till" now no additional surgery has been performed.